Event description:
It was reported to spacelabs healthcare that a qube compact monitor would randomly turn off and restart. There was no patient or user harm associated with this event. The device was received by spacelabs healthcare for evaluation but the investigation is not yet complete. A follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by a spacelabs healthcare equipment service center technician and the reported problem was not verified. However, the technician reported that the display would intermittently stop displaying video due to a faulty cpu pcba. Following the repair, the device passed all final functional testing and was returned to the customer.